Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller stated that the customer is working with her endocrinologist to see why she had high blood glucose of over 300 mg/dl. Caller stated that the customer's insulin pump was alarming low reservoir and missed bolus. Caller stated that the insulin pump had open circle on the screen. Nothing further was reported.